Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the pulse generator exhibited far r wave oversensing. There were programming changes suggested to the physician but the changes have not been reported to have been performed as of yet. The patient was in stable condition. No additional information was reported.